Manufacturer narrative:
The personality module surgeon console (pmsc) was returned for failure analysis. The reported failure could not be reproduced but it was confirmed that it failed with error 121 (left eye). The technician was unable to reproduce the failure report by installing this pmsc into a test system and running a 10 minute sine cycle, 30 power cycles and sitting idle for 1 hour. It failed with error 121 (black light on left monitor). It was also noted that the led on the surgeon console leaf (scl) was not on.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse confirmed intermittent loss of video in either eye upon startup on the surgeon side console (ssc2) only. The fse replaced the personality module surgeon console (pmsc) as well as the video slice (vsl) board to resolve the issue. The system was tested and verified as ready for use. Isi received, the video slice (vsl) unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not confirm the customer reported complaint. The vsl was analyzed and found to the reported failure could not be replicated. The vsl was installed and tested on the pca test system. The system started up without any error, with good image. Ran 150x power cycles, all passed. The vsl remained on the test for 4 hours in normal operation, while testing other parts, it performed without any error. Failure analysis of the replaced personality module surgeon console (pmsc) is pending. This complaint is considered a reportable event due to the following conclusion: an intermittent issue on the hrsv eye on one of the ssc was experienced during the procedure. Although the surgeon was able to continue with the procedure robotically, complaint investigations confirmed that the field service engineer (fse) replaced parts from the ssc to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign gynecology surgical procedure using a dual surgeon console (ssc) setup, the eyes on one of the ssc went black, and a ¿burn in' message was displayed. The customer stated that this has happened intermittently between both eyes on only on one ssc. The customer stated that this happened on the console from the left, customer not able to provide further info. The customer stated that they were able to resolve this issue by power cycling system, but the issue kept returning. The customer was then proceeding with the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and that the system was initially powered on without errors. The burn out occurred during the procedure. Troubleshooting was completed wherein the system was power cycled. The procedure was completed robotically with the original configuration. There was no patient injury.